Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the total number of procedures affected by this issue? 3 procedure as the or stuff knows so far. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None of these events has been reported to ethicon when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify? During use on the patient. While stitching out of the tissue the needle detached from the suture. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: (B)(4).

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024, and suture was used. During the surgery, the suture breaks off directly behind the needle. The surgery was completed successfully with no delay. There was no patient consequence. Additional information was requested.